Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up in clinic. Upon interrogation of the device, the patient received an inappropriate atp therapy due to post-sensed t-wave oversensing episodes, diagnosed as vt episodes. Programming changes and further testing were recommended. The programming changes will be made during next clinic visit.